Manufacturer narrative:
The customer reported replacing the power supply to resolve this issue the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a 7016 occurrence (24v, +12v, -12v, or power fail failure), resulting in a restart of the ventilator. No patient harm reported. Patient information requested.